Event description:
It was reported that during preparation for a fistulagram, balloon detachment occurred. The target lesion was located in an unknown vessel in the arm. The 4.00mm x 1.5cm x 140cm flextome peripheral cutting balloon was being prepared for the procedure. Difficulty removing the balloon protector was experienced and the balloon became stuck inside the protector. When the protector was removed the balloon was detached from the device. The event occurred during preparation, outside of the patient. The procedure was completed with another device. No patient complications were reported and the patient condition is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned without the balloon or tip. The distal section of the catheter had detached approximately 134.5cm from the strain relief. The balloon and tip had detached. Two markerbands remained on the inner shaft. The balloon protector was returned however there was no balloon returned. There were no issues with the balloon protector. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a fistulogram, balloon detachment occurred. The target lesion was located in an unknown vessel in the arm. The 4.00mm x 1.5cm x 140cm flextome peripheral cutting balloon was being prepared for the procedure. Difficulty removing the balloon protector was experienced and the balloon became stuck inside the protector. When the protector was removed the balloon was detached from the device. The event occurred during preparation, outside of the patient. The procedure was completed with another device. No patient complications were reported and the patient condition is fine.